Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was completely returned. The allegation of lead had dislodged and could not fixate was not confirmed through visual inspection. There was nothing visually wrong with the lead that would cause dislodgement and placement difficulty.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged and migrated because lead could not fixate. Additional information given from the field representative that the physician tried to reposition the lead but had difficulty advancing the lead into the atrium and decided to explant the lead. The field representative also mentioned that the lead was sent back. The ra lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.